Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36, hiv ag/ab combo, with bla number bp090080.

Event description:
A conference abstract by makarovska bojadjieva, t., nikoloska, et al., ¿the yield of nucleic acid testing a three years experience¿, vox sanguinis. 2025; 120316, noted false negative architect hiv ag/ab combo results generated on the architect (B)(4). The study stated that donor blood samples were screened for the presence anti-hiv/p24 using the architect i2000sr platform. The data showed 1 donor sample was hiv dna positive / anti-hivp24 negative.